Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 00001859 number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab analyzed a photograph. Upon visual analysis of the photo provided by the customer it appears that the hemostatic valve is dislodged in the hub. The finding was identified on (B)(6) 2022. Prior to the procedure, it was discovered that the outer sheath was found blocked. Another device was used to complete the operation, the reported device was not used in patient. No patient consequences were reported. Obstructed sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 9-aug-2022, the product investigation was completed. A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab analyzed a photograph. Upon visual analysis of the photo provided by the customer it appears that the hemostatic valve is dislodged in the hub. The finding was identified on (B)(6)2022. Prior to the procedure, it was discovered that the outer sheath was found blocked. Another device was used to complete the operation, the reported device was not used in patient. No patient consequences were reported. Device evaluation details: according to pictures provided by customer, hemostatic valve appears dislodged in the hub. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component and the shaft bent close to the handle. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The valve issue could be related to the obstruction reported by the customer a device history record evaluation was performed for the finished device 00001859 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 27-jul-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)